Manufacturer narrative:
B)(6)¿ vigilance reporting specialist ¿ q&r final report. Philips has investigated this complaint. According to additional information collected, the issue was discovered outside clinical use. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. The customer has the wired footswitch available, which can be used in case the wireless foot switch loses connection philips has initiated a medical device correction (2021-igt-bst-020). Updated codes based on investigation.

Event description:
It has been reported to philips that the wireless footswitch is losing connection intermittently. No harm to the patient has been reported to philips. Procedure was continued by using the wired footswitch. Philips has started an investigation of this complaint.